Event description:
Add'l info rec'd from MFR 9/03/03: this letter is in response to the letter sent MFR dated august 5, 2003, requesting more info on a voluntary medwatch report number mw1029122. MFR was not provided the actual copy of the medwatch form. At this time. MFR is unable to provide any of the info requested. MFR was not provided with a part number or a lot number in order to check manufacturing records and or history. A good faith to obtain more info from direct representative to the doctor was attempted. With the limited info provided on the form and no knowledge of the event provided from the good faith effort, no MDR will be filed at this time.

Event description:
In 7 pts. Approximately one and half years post surgery (implant of rods) pt returned to m.d. With complaint of hearing "snapping noise" and pain. Per x-rays, titanium rods were broken and overlapping upon themselves. Additional surgery to insert new rods. Old rods remain implanted.